Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. A steerable guide catheter (sgc) was inserted into the femoral vein, however, arterial bleeding occurred. Therefore, the sgc was removed, and an arteriovenous fistula (avf) was observed. It was noted in the physician¿s opinion the femoral vein puncture caused the arterial bleeding, however, the mitraclip sgc contributed to the arterial bleeding. To treat the arterial bleeding and avf, open surgery was performed. The procedure was continued; the sgc was re-inserted and one xtw clip was successfully implanted, reducing mr to a grade of <1. In the physician¿s opinion the mitraclip sgc did not cause or contribute to the avf. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hemorrhage was unable to be determined. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.